Event description:
Info received indicates the right head siderail did not latch properly resulting in a pt fall from the bed. The facility stated the pt was not injured.

Manufacturer narrative:
The hill-rom technician investigated and found the facility was performing preventive maintenance on their siderails, but found the siderail on the bed in question would stick and not latch properly. The technician also noticed the siderail torsion spring was weak. The technician replaced the siderail latch assembly to repair the bed.